Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection showed that pogo pin 7 was damaged and stuck in full recession. The device was able to power on using both battery and ac power and remained powered on when docking and undocking the device. The radical-7 successfully established communication with the docking station, a low battery alarm was present and the battery indicator displayed no battery present due to damage to pin 7. During testing the wifi board was found to be partially unscrewed and disconnected from the instrument board and the lcd bracket is missing., corrected data: model number corrected from 23786 to 25052. Serial number corrected from (B)(4) to (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the handheld is not charging, switches off when detached from docking station. No consequences or patient impact reported.